Manufacturer narrative:
H3, h6) a software analysis was performed. In summary, the probable cause was unable to be determined. Previously reported codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after taking a scan of the patient, the images on the mobile viewing station (mvs) were then corrupted and showed black images. There was no impact to patient's outcome and there was no surgical delay time. It was reported that troubleshooting could not be performed.

Manufacturer narrative:
Continuation of d10) section d references the main component of the system. Other medical products in use during the event include: product ID: m021083c001, software version: 4.2.1 h3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that troubleshooting was performed and initially the site tried to send the images to electronic picture archiving and communication systems (pacs), but when attempting to send the corrupted/black images, the option to send to pacs was greyed out and they were unable to click the option. What they ended up having to do was to send the images from the navigation system. On the navigation system they were able to scroll through all the images, and send them without issue. They still did not know what caused/causes the corrupted/black images to happen though and this was the second time this had happened in a month period.

Event description:
Additional information was received. The other occurrence was not reported to medtronic because by that point the site had the workaround of sending the images from the navigation system, so they hadn¿t even recorded the patient¿s information.

Manufacturer narrative:
H3: the system was serviced in the field, and no fault was found. The system performed as intended after rebooting all system devices. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.